Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported that the freestyle libre reader button would no longer respond to press, and customer was unable to obtain glucose readings. The customer subsequently experienced malaise and loss of consciousness. The customer was able to self-treat with insulin, then had contact with healthcare provider who treated the customer with additional insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader was reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported that the freestyle libre reader button would no longer respond to press, and customer was unable to obtain glucose readings. The customer subsequently experienced malaise and loss of consciousness. The customer was able to self-treat with insulin, then had contact with healthcare provider who treated the customer with additional insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader ((B)(6) was returned and investigated. Performed visual inspection on the returned reader and no issues were observed. The reader turned on with button press and observed "apply blood" message without a test strip being inserted into the strip port. The reader was de-cased and a visual inspection was performed on the pcba (printed circuit board of assembly). Observed bent strip port component was caused by misuse. Pushed the component back to the correct position. Observed that after the reader turned on with button press, the "apply blood" message disappeared. Therefore, the issue is not confirmed.

Event description:
A healthcare professional reported that the freestyle libre reader button would no longer respond to press, and customer was unable to obtain glucose readings. The customer subsequently experienced malaise and loss of consciousness. The customer was able to self-treat with insulin, then had contact with healthcare provider who treated the customer with additional insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.